Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, a definitive cause for the reported poor imaging and single leaflet device attachment (slda) could not be determined. It should be noted that the intended use section of the mitraclip system, instruction for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device; however, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. There is no indication of a product issue with respect to manufacture, design, or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The other additional 2 mitraclips referenced in b5 is being filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detached from one leaflet, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were placed, reducing mr to 1+. The physician then wanted to treat the tricuspid regurgitation with a grade of 4. Although imaging was difficult, one clip was successfully placed on the septal and anterior leaflets. Another clip delivery system (cds) was advanced however during placement, the clip touched the right ventricle (rv) wall and the patient went into heart block and then asystole. Chest compressions were performed and a temporary pace maker was inserted. It was then noted the first clip in the tricuspid had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). The second clip was able to be placed to stabilize the slda. A third clip was placed in the tricuspid, reducing tr to 2-3. The patient is stable and remains in the intensive care unit (ICU). No additional information was provided.